Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient presented with a traumatic tear and severe aortic intramural hematoma (imh) in proximal thoracic aorta with possible dissection as well. Patient underwent a thoracic endovascular aortic repair (tevar) procedure for the trauma accident utilizing a gore® tag® conformable thoracic stent graft with active control system (ctagac). The plan for the procedure was to put a stent graft from the left subclavian artery (lsa), about 10cm distally across from the traumatic tear with the gore® tag® conformable thoracic stent graft with active control system (ctagac). Case proceeded as per normal with device in place but the pigtail wouldn't advance around the arch. The ctagac may not have been supported fully on the stiff part of the lunderquist wire as the wire had come back in the graft. Physician was trying to advance the pigtail to get the fluro imaging when the patient coded. Physician did a hand injection through the pigtail and it appears the ctagac had perforated through the aortic wall, distal to the lsa. Device was removed and coda balloon was advanced into place to control the bleeding. Physician then tried to get access from the arm to the thoracic aorta in the true lumen but the wire wouldn't advance into the thoracic aorta. At which point, the cardiac surgeon and the physician opened the patient's chest but patient expired before they could expose the aorta and clamp it. Physician said that death is related to both the trauma and device perforating the aortic wall as the aorta was very fragile. Its also possible they were in the false lumen the entire time and may not have gotten into the true lumen as imaging was not done at the time.